Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the device would not stay in harmonics from the very beginning of the case. An electrocautery was used instead to complete the case. There was no consequence to the patient.